Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the breakage or loss of distal components of the jaw was due to stress. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid endoscopic scissors to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the breakage or loss of distal components of the jaw. There was no patient involvement.